Event description:
It was reported the device paddle electrode could not be recognized. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was the paddle was not correctly seated. The reported problem was confirmed. The device was operational after the paddle was reseated. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).